Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the procedure. During the procedure, the stylet could not be inserted in the lead. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the procedure.